Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.